Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged screen on/ quick bolus button issue was verified. No failure related to the reported bolus delivery issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was not delivering a bolus at a consistent rate. Reportedly, the customer disconnected from the site and delivered a bolus and saw inconsistent drops of insulin exit from the end of the tubing. Additionally, it was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Blood glucose level was 320 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.